Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in-clinic, multiple episodes of right ventricular lead noise leading to episodes of high ventricular rate and pacing inhibition was observed. The lead noise could not be reproduced and impedance measurements were normal. Programming changes were discussed. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received notes that programming changes were made. The patient will be monitored remotely.